Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of minute ventilation signals. The signal artifacts were not reproducible. It was also noted that there was a spike in pace impedance measurements, however they remained within range. Boston scientific technical services (ts) discussed turning of rate response trend (rrt) to eliminate the oversensing. Ts also discussed additional troubleshooting and monitoring. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that additional atrial tachycardia response (atr) episodes were recorded due to oversensing of minute ventilation signals on the atrial channel. The minute ventilation feature was turned off to resolve. No adverse patient effects were reported.